Event description:
It was reported that "threaded tip of custom visit inserter broke off inside of vlift cage attachment hole while distracting cage."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.